Event description:
A 3.7fr uac, batch 306-s-147 was placed in the pt. A neotrend-l sensor was calibrated and inserted. The ph readings were very erratic and a decision was made to remove the sensor and replace with a new one. This was done that evening. The following day, the staff was unable to draw samples from the arterial line. An x-ray was taken to see if anything was preventing the ability to draw samples. Upon viewing the x-ray, staff noticed two sensor tips within the descending aorta. The second sensor was removed immediately. The remaining sensor tip was the tip from the first sensor that was removed the day before. Both sensors have been retained for investigation, along with the uac. The pt died 6 days later. There was no evidence that the broken sensor contributed to the pt's symptoms or clinical problems.